Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (cts), however the call was dropped. Multiple attempts were made by cts to complete the check, however no response was received. No additional information provided.